Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited an electrical reset prior to being implanted. Once cleared, it was noted that the device was already "enabled". The device was not used. No patient complications have been reported as a result of this event.